Manufacturer narrative:
Section h10: (h3) the evaluation noted that the event was likely the result of insufficient overlap between the snap ring and the lip of the housing to prevent the occurrence of disengagement. No information provided in the following section(s): a2, a3, a4, a5, b6, b7, d4 (serial number, exp date), g5, h4. The following section(s) have additional info: d10, g4, g7, h1, h2, h3, and h7.

Manufacturer narrative:
Pending evaluation.

Event description:
As reported, after the cleaning process was completed at the hospital, the button and spring had disengaged from the tibia tamp handle and the spring has been lost. There was no patient involvement reported. The handle and button will be returned.